Manufacturer narrative:
Physio-control's evaluation of the event record download and the device was unable to either verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported device issue could not be determined.

Manufacturer narrative:
(B)(4). The facility biomed evaluated the device and was unable to duplicate the reported issue. Physio-control has received the device and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device shocked the patient successfully five times and gave the "unable to charge" message on the six attempt. A second defibrillator was retrieved and provided the patient care. The patient was reported to be ok without any adverse patient outcomes due to the device use. There were no further details on the events and/or the patients provided.